Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 700 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed motor error. The drive support appeared flushed. The customer also had high reading of 600+ mg/dl which was treated with manual injections. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. The insulin pump passed the displacement accuracy test. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, blank display or display anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin pump had corroded battery tube, cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.